Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, " when programing an infusion, the pump would briefly power off and then boot up to the main screen. This happened multiple time and was never able to finish programing an infusion. There were no error messages appearing on the screen during the time of the event was not reproduced. A review of the history log revealed multiple improper shutdown! Alarms. When an improper shutdown occurs, the device automatically clears the programmed infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required for briefly power off and then boot up to the main screen. During functional testing, false upstream occlusion was reproduced. The reported condition was verified. The cause was determined to be ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor requires replacement to correct false upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump when programing an infusion the pump would briefly power off and then boot up to the main screen and it happened multiple time and was never able to finish programing an infusion and one more event of false upstream occlusion was identified. There was no patient involvement. No additional information is available.